Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated, the complaint is confirmed. The root cause is the lever arm was missing from the microswitch. No action taken due to the condition of the device; it will be scrapped. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device failed warmer, the sensor is broken and red-light alarm. There was no patient involvement, and no harm/adverse event was reported.